Event description:
The unit caught on fire while in use. Dog awoke user by ticking face (at ~ 7:00am). Upon awakening, end user found room filled with pungent smoke. States inhaled the smoke and is experiencing respiratory discomfort. States did not sleep well two evenings. Has a scheduled visit with personal doctor and will be evalauted at that time. Advised pt to seek immediate medical attention since experiencing respiratory discomfort. Family member came to aid after pt was awakened by dog. Family member was not injured. Family member stated that the circuit breaker to the residence was tripped causing the unit to stop working. Family member commented on strong, pungent odor (not sure of the amperage of the breaker for the line in use).